Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent if the device is received.

Event description:
It was reported that during a shoulder arthroscopy metal shavings were discovered in the shoulder just after using the shaver blade. The device was not replaced. It was not reported whether the shavings were removed. The intent of the procedure did not change, and there was no patient injury. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.